Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a full battery depletion was confirmed via the submitted log files. On 26oct2024 at 06:29:07, the log file captured active low voltage advisory alarms while connected to 14v batteries that escalated to no external power alarms by 08:29:06 due to the relative state of charge (rsoc) on both power cables being ~0v. By 01jan2000 00:59:59, power was restored to the system and the log file captured controller clock corrupt alarms due to the system controller clock not being set. The system controller clock was not set due to a complete loss of power to the system. The provided information indicated the patient was intoxicated and passed out and was therefore unable to respond to system controller alarms. The root cause for the battery depletion was determined to be due to the patient being unable to respond to system controller alarms. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number hsc-085082, was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 10mar2020. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory and no external power alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, gives instructions on how to check the charge levels of the 14v batteries, as well as how to change to fresh batteries. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, advises the user to connect to either the mobile power unit or the power module when sleeping or when there is a chance of sleeping as a sleeping patient may not hear system controller alarms. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented from home after their spouse reported their pump had stopped because the batteries ran out. The spouse connected batteries, and the pump turned back on, but the patient was persistently low flowing. At the outside hospital, the patient was found to be hypokalemic, hyponatremic and had a profound metabolic acidosis with lactate 19. When the patient arrived at the hospital, they had flows 2.3-2.5 liters per minute (lpm), high pulsatility index (pi) and normal power. Initially thought to be a possible pump thrombosis or outflow graft clot, however with intravenous fluids (ivf), levophed (norepinephrine) and improved blood pressure (bp), the patients flow improved to 4-4.2 l/min. An echocardiogram demonstrated normal left ventricular (lv) size with normal right ventricular (rv) size and function. There was no evidence of aortic insufficiency or mitral regurgitation. The patient was acidotic which improved with intravenous bicarbonate. Review of their pump log file showed that the last recorded episode was at 9:00 am on (B)(6) 2024, and the remaining log file was from (B)(6) 2024 after the pump restarted. Reviewing the log file demonstrated that the flows had been less than 3 lpm since (B)(6) 2024 with high pi going back to the beginning of october. The patients flow had generally been 3 - 3.5 lpm. It was reported that for 3 weeks the patient had been feeling poorly since their flu vaccine. They were profoundly hypovolemic with small inferior vena cava (ivc), hyponatremia, hypokalemia, hyperglycemia and a lactate of 19. After replacement began, they became more obtunded and confused with agonal breathing. The patient was intubated and had recurrent low flow alarms. Their blood pressure was elevated to 110 mmhg, levophed was adjusted and their flows stabilized. They were transferred to critical care unit then to cardiovascular intensive care unit. They began having recurrent low flows that again improved with ivfs and levophed after they were placed in the trendelenburg position. Log files were submitted for review, and the periodic log file captured a pump stop around 9:30 am on (B)(6) 2024. The exact time or how long the pump was off could not be determined because there were constant invalid system controller clock alarms that overwrote the pump stops in the event log file. The patient was noted to have been sleeping on batteries throughout the duration of the log file. Following reconnection and prior to the pump losing power, the log file captured multiple low flow alarms. On (B)(6) 2024 it was stated that the cause of the low flow alarms was confirmed to be hypovolemia. The alarms resolved with fluid resuscitation. It was stated on (B)(6) 2024 that the site believed the patient got intoxicated and passed out, thus batteries dying and they did not hear the alarms.